Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erratic (imprecise) troponin (accutni) results, both within the risk stratification range and above the acute myocardial infarction (ami) cut-off for fifteen (15) patients generated, over multiple days ((B)(6) 2012 through (B)(6) 2013), on the access 2 immunoassay portion of the unicel dxc 600i synchron access clinical immunoassay system used in conjunction with the access accutni reagent (lot # 226762). This report documents the results obtained on (B)(6) 2012. The accutni results were not released out of the laboratory until all repeat testing was completed. The sample was re-spun and repeated on the same analyzer, which yielded a result within the same clinical category that was outside the precision claims, stated in the assay's information for use (IFU). There was no change to, or impact on, patient treatment attributed to this event.

Manufacturer narrative:
System parameters (including qc, calibrations, and system checks) have been performing within assay/instrument specifications. The samples are collected in becton dickinson lithium heparin plasma separator tubes and centrifuged for 5 minutes at 4000 rpms in room temperature. The customer reported that all patient samples are aliquoted into an insert cup prior to analysis; therefore, all samples are inspected for sample integrity issues. No sample integrity issues were reported for this event. Service was not dispatched to the customer site in response to this event. A definitive cause for this event has not been determined to date. The following lists all mdrs associated with this event: 2122870-2013-00275, 2122870-2013-00276, 2122870-2013-00277, 2122870-2013-00278, 2122870-2013-00279, 2122870-2013-00280, 2122870-2013-00300, 2122870-2013-00301, 2122870-2013-00302, 2122870-2013-00303, 2122870-2013-00304.